Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown prodisc c / unknown part number / unknown quantity / unknown lot number / UDI number unknown part number,UDI is unavailable. Implant date: unknown. Device was not explanted. Therapy date unknown. The investigation could not be completed and no conclusions could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: shi, j.s., et al (2015) clinical and radiological outcomes following hybrid surgery in the treatment of multi-level cervical spondylosis: over a 2-year follow-up. Journal of orthopaedic surgery and research (2015) 10:185 1-6. (B)(4). Purpose of study: the purpose of the study was to assess clinical and radiological outcomes in patients with cervical spondylosis in 3 contiguous segments. Anterior cervical discectomy and fusion (acdf) combined with cervical disc arthroplasty (cda) was performed in all patients. Patient demographics: 36 patients, 15 female and 21 male. Age range was 39 - 60(mean age 48.6). The acdf and cda procedures were performed between (B)(6) 2008 and (B)(6) 2012. Products used: unknown prodisc c and zero p. Complications reported: symptomatic adjacent segment degeneration was encountered in two cases (2), and one of these required a second surgical treatment. Concomitant devices: stryker cage; part # unknown, lot # unknown, quantity unknown. This is report 3 of 3 for (B)(4). This report is for an unknown prodisc c symptomatic adjacent segment degeneration, which required surgical treatment.